Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to the field service engineer, the problem was solved by the customer. No information about how the problem was solved was provided. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).